Manufacturer narrative:
Unique device identifier (UDI) :(B)(4). The hakim programmable valve was returned for evaluation: failure analysis - the valve was visually inspected; biological debris was noted in the valve mechanical casing and a needle hole was noted in the needle chamber. The valve was tested for programming with programmer (B)(6) with serial number (B)(6) and programmer (B)(6) with serial number (B)(6), the valve failed the test, the cam mechanism did not move during the programming process. The valve was leak tested, only leaked from the needle hole in the needle chamber. The valve failed the test for pressure. Biological debris was found on the spring, on the spring pillar, on the ruby ball, on the cam mechanism and on the base plate. The valve passed the test for flush, reflux and magnets. The catheters were irrigated and no occlusions were noted. The root cause for the occlusion that caused programming issue reported by the customer was due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the cam mechanism and on the base plate.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the codman hakim programmable valve was implanted to a (B)(6) male patient via v-p shunt with unknown settings in (B)(6) 2007. In (B)(6) 2020 a laparotomy was performed due to abdominal disease and the peritoneal catheter was ligated under the clavicle. After the laparotomy the peritoneal catheter was changed and found to have an occlusion of the valve at the distal side. It was also noted that the settings could not be changed before the procedure. Therefore, the valve was replaced to a new one on (B)(6) 2020.